Event description:
It was reported that an undefined alarm occurred. The customer's blood glucose level was 240-374 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.